Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, loss of consciousness and seizures.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent vibration was reported. At 11:00am, the patient looked at the dexcom and it was reading 125 mg/dl. The next thing they remember was being passed out on the floor. The patient stated they were able to sit up after falling and having a seizure and when they looked at the dexcom again, it showed they were at 30 mg/dl. They stated the receiver was set to vibrate and it did not alert them that they were going low, prior to passing out. They stated their husband had just got home when they woke up and performed a finger stick reading and the bg meter was displaying 30 mg/dl. At about 5:00pm, the patient noticed her write was broken and drove herself to the hospital to have it treated. At the time of contact, the patient was at home recovering. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior physical visual inspection was performed, and no defects were found. The receiver was charged and rebooted successfully. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed; the test passed. A try it test was performed, and the test passed. The receiver was tested on the global receiver communication tool and the test passed. The receiver case was opened for further evaluation. An interior inspection was performed, and the inspection passed. The resistance of the speaker was measured, and the resistance was within specification. Confirmation of the allegation could not be confirmed. A probable cause could not be determined.